Event description:
Silverhawk plaque excision procedure. The pt from the prior study experienced a "major dissection" and "perforation" during the atherectomy procedure in 2004, per the site. The site has indicated that both events were device-related.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.